Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a toric implantable collamer lens into the patient's eye on (B)(6) 2021. The surgeon reports lens rotation. Attempts to obtain additional information have not been successful.